Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose was 300 mg/dl. The customer either changed out the pump supplies or no supplies were changed to resolve the occlusions. As the customer was not receiving an occlusion alarm at the time of the report, a cause of the event could not be determined.